Event description:
It was reported that there was an extension that eroded through the skin. The manufacturer representative (rep) stated the surgeon was planning on removing the whole system the day of the report. The tissue was going to be cultured even though the area didn't look infected and a new system would be implanted in three months if everything went as planned. It was later reported that the patient was doing fine.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3 387s-40, lot# va09wvk, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3387s-40, lot# va09wvk, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received from a consumer reported the wire started to come out so the patient&#38112;health care provider (hcp) took the entire system out.